Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir had leak in past second o ring. The customer had high blood glucose which was treated with the insulin pump. The blood glucose at the time of incident 250 mg/dl. Customer stated that insulin was visible in the battery and reservoir compartment. The customer reported that reservoir barrel was cracked and missing. The reservoir will not be returned for analysis.